Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced an overstimulation sensation while changing programs on the implantable neurostimulator. The program was switched to program 2 and the pt felt a shock of stimulation in the perineum. The stimulation was adjusted to a comfortable level and the issue was resolved. Additional info was requested but not available as of the date of this report. A follow-up report will be filed if additional info becomes available.